Event description:
It was reported via the stryker facebook page; I still have a bad stryker hip in me I'll pass on the knee

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.